Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the date of implantation. Initially, the date of implantation was reported as (B)(6) 2020. However, additional information revealed that the actual implantation date was (B)(6) 2020. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 275cc mentor memorygel breast implant and experienced postoperative right-sided grade IV capsular contracture. The diagnosis was confirmed via physical examination on (B)(6) 2020. As a result, the patient underwent unilateral removal and replacement with a 275cc mentor memorygel breast implant (catalog #: 3502751bc, right serial #: (B)(4)) on (B)(6) 2021.

Manufacturer narrative:
On 13-may-2021, it was found that product return was omitted from the initial report. On 23-may-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4) on 6-may-2021, the suspected medical device was returned for evaluation. The relevant fields have been updated.